Manufacturer narrative:
(B)(4). Device photograph has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation. (B)(4).

Event description:
According to the reporter, the covidien logo on the device handle is peeling off. A new device was used. There was no injury or adverse event reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one powered handle. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation, and an evaluation of the returned devices. A pmv adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. A pmv reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The pmv reload was then cycled without hesitation or binding. A review of the device history record indicates the device lot number was released meeting all medtronic quality release specifications at the time of manufacture.